Event description:
It was reported that the patient presented to the emergency room with shortness of breath and lightheadedness. A surface ECG showed loss of ventricular capture with an escape rate in the 30's. During a threshold test, auto- capture was on but loss of capture was seen without back-up pulses. The ventricular threshold in a manual test was 2.75 v, 0.6 ms, but the autocapture thresold measured at 0.875 v, 0.6 ms.